Manufacturer narrative:
(B)(4).

Event description:
Additional information was received, the patient had a secondary intervention. The physician advanced a 6fr sheath from the brachial approach arm down past the posterior side of the graft. The sheath was advanced to the level of the flow divider. A another manufacturer¿s 16mm amplatzer plug was implanted to stop the proximal type I endoleak from advancing down to the distal part of the aaa sac. After implanting the plug the channel creating the type I endoleak had 35 coils implanted. After placing all the coils and the plug there was no blood flow to the aaa sac. The physician stated that the reason the patient was initially admitted into the hospital was for a syncope event not related to the stent graft. The patient will be monitored by their physician.

Event description:
Additional information was received as follows: it was reported that a non-contrast CT revealed that the proximal type I endoleak was still ongoing and that the abdominal aortic aneurysm had enlarged by 1 cm to 6.5 cm in diameter. An ultrasound also confirmed that there was a proximal type I endoleak. The previously reported coil embolization intervention procedure had not succeeded in resolving the type ia endoleak. No additional intervention was reported to have been performed. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had a dual snorkel procedure. The stent graft was placed up to the sma and both rentals were snorkeled. It was reported that the after reviewing the post CT, a proximal type 1 endoleak was identified. The posterior side of the stent graft was low and therefore had a type 1 endoleak. It was noted that the stent graft was placed low due to the x-ray tube didn't get parallax all the way; therefore, the posterior side of the stent graft was placed low. Both renal arteries are open and kidneys are filling. The physician stated that the cause of the type ia endoleak was due to the stent graft being low of the posterior side of the aorta and anterior angulation. The patient will be monitored. No clinical sequelae were reported and the patient is fine.